Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported tubing occlusion. Epidural pump machine alerted with occlusion in line. Line checked for any kinking, nothing seen. Disposable changed three times. Pump then not priming the new disposable. Another pump obtained and a new disposable line recommended. Same issue with pump alerting that there was an occlusion in the line. The epidural was topped off as unable to administer infusion via disposable. Patient uncomfortable, as epidural wearing off. No other information.